Manufacturer narrative:
Laserscope/ams director of clinical urology has put the patient/patient's father in contact with another doctor for help in resolving the patient's problems. Investigation found that patient's pain is escalating but had not been evaluated for possible urinary tract infection; which would be a possible reason for the pain. Incontinence is a possible known side effect; though less than 2%, and is listed in the greenlight pv surgical laser system training manual, p/n 0126-2320 under complications and risks. Laserscope does not know the s/n of the laser that was used on the patient. No evaluation has been performed. There was no malfunction of the laser reported. The patient/patient's father did not state that there was a possible malfunction of the laser. A follow up report will be sent if laserscope/ams learns anything further concerning the patient's outcome.

Event description:
The patient's father contacted our clinical director of urology as they were unhappy with the follow up from the doctor who had performed the greenlight pv procedure. The patient has experienced incontinence, burning in the urethra, and needed a supra pubic tube put in to relieve a complete stricture in prostate area. Pain has caused patient to become inactive.